Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on (B)(6) 2024. The infusion set was in use for 7 days. No further information available.